Event description:
During the process of simulation of pt it was found that therapist could step on fluoroscopy activation foot pedal with door open and fluoro would come on and fluoro indicator would come on, when stepping on the foot pedal bell did not sound. Problem was reported to co and after some investigation it was found that by grounding opto-coupler on cpu I/o board and grounding a relay, the fluoro unit could be turned on, with x-ray indicator lamp on and door open. Co replaced I/o board on 11/18/93. Problem has not recurred since that time.